Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator's (epg) output connector was broken. It was also indicated that the upper case was broken and the lower case had tool marks and cuts from trimming a label. It was also indicated that the intravenous (IV) pole ring was bent and would not fully fold into the case nook. These parts were replaced and the epg was re-calibrated and passed final quality assurance tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.